Event description:
A malfunction was found in the investigation for the original report of bleeding/bruising at the infusion site (back). The investigation observed a torn cannula. It was also reported that the patient's blood glucose level rose to greater than 13.9 mmol/l (250 mg/dl) while wearing the pod between 1 and 4 hours.

Manufacturer narrative:
The pod was received fully deployed with evidence of blood on the adhesive pad and in the soft cannula. Investigation under magnification found no evidence of any damage or manufacturing deficiencies to the hard cannula that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding bruising could not be determined. Investigation of the returned device found the exposed soft cannula to be torn on the left and right sides. The pod data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.